Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.